Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, it is assumed that the active electrode partially migrated out of cochlea post-operatively. The implant registration card states a full insertion during implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
CT scan showed some electrode channels to be extra-cochlear. The patient is not properly hearing. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
CT scan showed some electrode channels to be extra-cochlear. The patient is not properly hearing. Re-insertion is considered.